Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. There was no report of patient harm. The time of event is before use.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint.